Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) recommended trying a new 30 degree endoscope plus, reseating the camera and clearing the universal surgical manipulator (usm2) memory again, or checking the hand control assignments on the surgeon side console (ssc) touchpad. The customer was using usm1, usm2, and usm3. Tse recommended moving the instruments to usm2, usm3, and usm4 or trying the scope on another usm. Tse viewed system logs and didn't see any related errors in the logs. The customer stated they haven't gotten any errors on the system. System was showing master tool manipulator (mtm) left assigned to usm1, the scope on usm2, and mtmr assigned to usm3 during the call. Surgeon was working and wasn't able to or didn't want to perform any troubleshooting at that time. The inverted image was addressed by customer reseating the scope and clearing the memory on usm2 and reinstalling the scope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the issue may be attributed to the surgeon not tracking horizon correctly. Issue of mtm swapping was falsely reported. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that the right and left hands were switching during the procedure randomly. The customer stated the image was inverted. Prior to contacting tse, the customer reseated the 30 degree endoscope plus and cleared the memory on the universal surgical manipulator (usm2) and reinstalled the endoscope, but the issue with the right and left hands switching randomly had recurred four times during the case. Tse reviewed system logs and did not see any related errors. The customer stated that they hadn't gotten any errors on the system. The system showed master tool manipulator left (mtml) assigned to usm1, endoscope on usm2, and mtmr assigned to usm3 during the call. The procedure was completing as planned with no reported injury.